Manufacturer narrative:
(B)(4).

Event description:
It was reported the motor drive unit hand cntrl pwrmx e was getting too hot. This occurred during a procedure. There is an unknown time of delay but a backup device was available to finish the procedure. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - a functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about april 16, 2015. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.